Event description:
Customer reported an falsely elevated blood lead result with the leadcare ii system. A capillary sample tested on the leadcare ii produced a result of 3.9 g/dl; subsequent venous sample from the same patient yielded a result of <1.0 g/dl. Technical support (ts) requested a copy of the confirmatory venous test results. Following the observation of the discrepant result, the customer performed quality control testing. Control results were as follows: level 1 = 8.6 g/dl (within target range of 6.0-12.0 g/dl) and level 2 = 21.8 g/dl (below target range of 24.8-32.8 g/dl). Technical service (ts) asked customer to describe the quality control procedure applied. Customer indicated inserting capillary tube into the control vial, filling to black line with no air bubbles, dispensing into treatment reagent (tr) tube with plunger, mixing tr tube by inverting 10x, aspirate control solution with dropper provided in kit, and dispensing onto "x" of sensor. Ts identified improper quality control procedure applied, 1. Customer omitted the gentle swirling of level 2 control vial prior to filling out the capillary tube. 2.. Customer did not remove excess control material from the outside of the capillary tube prior to mixing with the tr. As part of troubleshooting, ts walked customer through repeating level 2 control procedure. Control 2 result was 17.4 ug/dl, which proved to be out of range once again. Ts to ship replacement kit to custumer under mag-cc-09233. Technical support instructed the customer to follow cdc guidelines for capillary blood collection and to adhere strictly to the blood lead test procedure as outlined in the leadcare ii package insert. Educational materials, including a cdc capillary collection video, cdc fingerstick poster, leadcare ii user's guide, and package insert, were provided for reference.